Manufacturer narrative:
Alcon is investigating an increased number of cases of aseptic endophthalmitis cases reported since mid-january 2015 in cataract surgery patients who received restor® iols in various clinics in (B)(6). We take this situation very seriously and in the interest of patient safety, are voluntarily recalling restor® multifocal iols manufactured specifically for the (B)(6) market and advising surgeons in (B)(6) whose clinics have inventory of restor® iols to stop using these iols. Evaluation summary: the product was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information was requested and received. (B)(4).

Event description:
A doctor of ophthalmology reported aseptic endophthalmitis following an intraocular lens (iol) implant procedure. The patient reported seeing "something white" in their vision. Upon examination, cells in the anterior chamber were detected. The patient was treated with medication and the cells decreased in number. The lens remains implanted. Bacterium inspection was not performed.

Manufacturer narrative:
Additional information provided. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicate the use of an approved cartridge. The cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The customer indicated the use of a handpiece and viscoelastic, which are not qualified for the lens/cartridge combination used. The manufacturing investigation has not identified a root cause to date. There have been four other similar complaints reported in the lot number.